Event description:
The patient was having their stimulator (manufacturer by unknown company) was being replaced and a lead revision was also reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).